Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that they are new to the sensor and the differences have occurred once or twice when he was sick with a cold. Customer stated that their sensor glucose reading was 40 mg/dl and their blood glucose level was 167 mg/dl. Customer had a threshold suspend alarm and their limit was 80 mg/dl. Customer was advised to monitor and call back if issues persist. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.